Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely the error b30 and the screen going black occurred due to stress of repeated use, external factors or handling of the device, resulting in the image sensor unit being damaged (such as disconnection, or a broken part mounted on the electrical circuit board). The issue can be detected/prevented by following the instructions provided in: operation manual, chapter 3 - preparation and inspection, section 3.8 - inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image is not displayed on the deflectable videoscope and the b30 scope communication error occurs. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.